Event description:
It was reported, the powered laser surgical instrument worked during a procedure then the green power light would not come on and they tried to reboot the laser but it would not boot up. Later, the olympus field service engineer plugged the device into a dedicated outlet and powered up the laser. The laser arced and flames came out the back with smoke. Unplugged the laser and took out of service. The issue occurred during service of the device. There were no reports of patient involvement nor harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.